Manufacturer narrative:
(B)(4). Date sent: 8/5/2021. Additional information requested and received: what was the injury to the abdominal wall? Was the nerve damaged by insertion of probe or ablation? What was the location of tumor? Was probe inserted with intercostal approach? Was any medical or surgical intervention needed? How many probes were used? The case has been reviewed with a peer physician and it was determined that it was not a malfunction in the certus but rather a variation of probe placement, tissue types , and patient position. We have done multiple cases after and have had no issues. I would consider this case resolved. Investigation summary: no errors/issues were seen in call home. All temperatures were normal. No device will be returned to neuwave since it was discarded. The root cause is unknown. Device history lot : lot ml20125922 was reviewed (in process sn (B)(6)). Manufacture date: 1/8/2021. Expiration date: 8/31/2024.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the injury to the abdominal wall? Was the nerve damaged by insertion of probe or ablation? What was the location of tumor? Was probe inserted with intercostal approach? Was any medical or surgical intervention needed? How many probes were used?

Event description:
It was reported that during a liver ablation the ablation area was bigger than usual. I is supposed to be three and a half centimeters and it was five and a half centimeters. As a result the abdominal wall may have been hit. The inter costal nerve was hit as well. The patient was admitted for observation. The patient also had upper quadrant pain and shoulder pain.